Manufacturer narrative:
(Sn: (B)(6) the returned leads were analyzed and visual (microscope) and x-ray inspection of the leads revealed that multiple cables were completely broken at the bent or kinked location of the leads. The bent/kinked location was 2 cm from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The leads got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the reported event was confirmed. It appears that the leads were exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that the patients leads had high impedances. The patient underwent an explant procedure. The explanted linear leads were returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 20533055.

Event description:
It was reported that the patients leads had high impedances. The patient underwent an explant procedure. The explanted linear leads were returned.